Event description:
Review of the ventilator's log history upon service of the ventilator indicated a depleted backup battery occurrence during operation in normal ventilation mode. If the backup battery depletes during use, the ventilator will shut down. The customer did not report the occurrence during any previous usage and there was no patient harm reported. If the battery depletes during use and the ventilator shuts down, an audible power fail alarm will activate. Per the esprit operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The service technician reported the unit passed performance verification testing.